Event description:
Per the clinic, the patient experienced wound issues at the implant site and underwent a revision surgery under general anesthesia for a wound washout and removal of swollen and inflammatory tissue on (B)(6) 2025. Subsequently, the patient developed a wound hematoma, which was then aspirated in office (specific date not reported). Since then, the patient has had persistent swelling and drainage from the incision site and was treated with topical antibiotics (specific date and duration not reported) for an infection. The device was ultimately explanted on (B)(6) 2025. Reimplantation is planned but has not taken place at the time of this report.